Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the j-tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, the most probable cause of the identified failure was traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.